Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-01863). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that during follow-up, premature battery depletion was observed. The battery longevity dramatically dropped from the expected longevity at the last follow-up and had reached eri. Device was explanted and replaced.